Event description:
Additional information was received from the consumer reporting that this morning, they noticed that the left side implantable neuro stimulator (ins) had turned itself off again. They were able to turn the ins back on right away after putting new batteries into the patient programmer (pp). They contacted their healthcare provider (hcp) who advised them to call patient services for assistance. The patient confirmed that their ins was charged when they noticed that it was off. It was reviewed that a low or depleted ins battery could cause the ins to turn off, but the patient confirmed the ins was charged and they were able to turn it on right away without needing to charge it first. The patient is not aware of any emi that could have caused the ins to turn itself off. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Patient has two ins devices. See rr # 3004209178-2020-03593 for 2nd ins reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) "seemed to" periodically turn itself off. When asked if this occurred with both implants, the patient stated it happens with the left implant that controls the right side of their body and it was unclear if it occurred with the other implant, as well. The patient explained they first noticed this issue about a year ago when they were having severe shaking/tremors and when they went to their healthcare provider (hcp), they had discovered the ins was off. It was stated that the patient was "bad at not checking," their ins status and "didn't realize" it was off. It was reviewed a depleted ins battery causes therapy to turn off. The patient then mentioned they're "bad at not charging them regularly." The patient stated yesterday they felt the need to charge their ins, and after they charged it they checked the status of the ins and saw it was off. This was stated to have happened several times, but they didn't know why. The patient added when they turn the ins back on, their symptoms go away. It was stated today the patient felt great because the ins was on. It was asked of the patient if they'd had any falls/trauma, and they said they've had falls but "nothing major," that they can recall. It was added the patient does "a lot of stumbling, especially in the shower" and has to hold on, they thought maybe this was due to their ins turning itself off. It was confirmed by the patient that they aren't around sources of emi. The patient is to see their hcp next week. It was advised to have the hcp check the ins and call if there are questions.